Manufacturer narrative:
Before ge service representative could go onsite to perform an investigation, the customer contacted the representative and cancelled the service call indicating that they had repaired the system themselves. No further information was provided about the issue or its repair. The customer stated that their inhouse biomed performed the repair and a service call was no longer required. Before ge service representative could go onsite to perform an investigation, the customer contacted the representative and cancelled the service call indicating that they had repaired the system themselves. No further information was provided about the issue or its repair. The customer stated that their inhouse biomed performed the repair and a service call was no longer required.

Event description:
The customer reported that the system displayed an error, failed to boot and exhibited a non-recoverable loss of system functionality. No patient serious injury or death was reported related to this event.